Manufacturer narrative:
Product analysis results: visual optical visual and optical examination of the distal tip of the instrument identified shaft fracture at the welded portion of the tip. The cannula is still attached to the curette. It appears the tip is damaged not allowing the cannula to slide off. This type of damage is consistent with bend stress overload. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent spinal surgery due to metastatic disease in spine. Intra-op, currette was used by the surgeon to scrap and score sclerotic bone, but it had stuck in patient's body. The surgeon had worked hard to get it come out of the body, but the surgeon failed to remove it, and finally used cannula to pull it out. Tip of the currette has been broken off.